Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: can not determine. Source: phone.

Event description:
Customer reporting 4 false positive sars results. Customer states they were negative by pcr. Report 3 of 4.